Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag was fully cinched and attached to the introducer. Upon disassembly and inspection, engineering found no signs of damage to the deployment mechanism or other components. Based on the condition of the returned unit, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. An example would be the use of an instrument to unroll the bag after deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. The surgeon deployed the bag and during insertion of the specimen, the bag fully came off the supports/prongs. The surgeon experienced the same event with 2 other new bags. The fourth bag used in the surgery was successfully used without incident and the surgery was completed. It was reported that the specimen retrieved was larger than the norm. No patient injury. The surgeon is an experienced user of the device type of intervention: na. Patient status: no patient injury.